Event description:
A consumer's husband reported that following use of this bottle of product, he has had four infections. He indicated that he and his wife went to the dr and they were given medications to clear up the infection. In a follow-up, the husband reported he and his wife have switched brands and have not had any other eye issues. He indicated he will not provide further info; therefore, follow-up to the dr was not conducted. There are two medical device reports associated with this event. This report is regarding the wife.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 02/27/2012 by mail. A completed questionnaire is not expected from the reporter, as he was unwilling to complete it. He did not provide the dr's contact info; therefore, no follow-up with the doctor was conducted. (B)(4).